Manufacturer narrative:
Device evaluation:the reported issue of no ac power message displayed was verified during service. Service technician found power supply verification failing. Service technician replaced power supply /batteries and then was successful in boot up without any ac errors posting preventive maintenance was performed per specifications. Note: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio console 560 instrument, it was reported that no ac power message displayed. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.